Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 2 events were reported for this quarter. Product return status : 1 device was available for evaluation but has not yet been received. 1 device was received for evaluation. Evaluation status : 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corrosion. Additional information : 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was smoking. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 2 total events were initially reported. 1 previously reported event is included in this follow-up record. Product return status: 1 device was received. Evaluation status: 1 reported event was not confirmed during testing; however: 1 device was found to be affected by a worn motor. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was smoking. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.